Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 536-539 mg/dl. Customer stated that they were seeking treatment advise as blood glucose level was not going down. Device will not returned for analysis.